Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the united kingdom underwent a procedure for the placement of a percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). In (B)(6) 2022, the patient experienced stoma site redness with small amount of bleeding. The patient was diagnosed with a stoma site infection and had completed treatment with unspecified antibiotics.